Manufacturer narrative:
Pharmacovigilance comment: the serious expected event of vascular occlusion was considered possibly related to the restylane defyne treatment. Serious criteria include the need for medical intervention to prevent permanent damage. The non-serious expected events of pallor, bruising, discolouration and nodule at implant site were considered possibly related to the restylane defyne treatment. All of the events were considered unrelated to the restylane refyne treatment due to the absence of signs and symptoms at the restylane refyne treatment site. Potential etiologies for vascular occlusion include intravascular filler injection leading to manifestations of ischaemia. The non-serious events of contusion, erythema were considered unexpected, unrelated to treatments as they were associated with the hyaluronidase injections. Potential contributory factors include the concomitant dermal filler treatment with voluma. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation (CAPA comment): the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 26-aug-2020 by a registered nurse which refers to a (B)(6)-year-old female patient. Additional information was received on same date from same reporter. The patient's medical history included high blood pressure, underactive thyroid. No information about allergies has been provided. The patient routinely takes levothyroxine [levothyroxine] and valsartan [valsartan]. The patient had previously received botox, voluma, juvederm, and juvederm ultra plus. On (B)(6) 2020, the patient received treatment with 1 ml restylane defyne (lot 17619) to bilateral nasolabial folds and marionette lines and 1 ml restylane refyne (lot 17017) to the perioral lines and oral commissures with unknown needle and injection technique. The patient had also received 2 syringes of voluma to midface on the same day. Same day, on (B)(6) 2020, the patient developed a white blanched area(implant site pallor) to middle of the left nasolabial folds which hcp thought as a possible occlusion (vascular occlusion). The white blanched area resolved on (B)(6) 2020 with external pressure applied to it and left a bruise(implant site bruising) to the left nasolabial fold. On same day, (B)(6) 2020, inferior and superior to the bruise, the patient noted a dusky color(implant site discolouration). The patient also experienced a nodule (implant site nodule) superior to the bruise she had, to the left cheek area. On (B)(6) 2020, the dusky colored skin and the bruise to the left nasolabial fold resolved. The nodule was resolving but not fully resolved. For treatment, hcp injected approximately 240 units hylenex [hyaluronidase], aspirin [acetylsalicylic acid] 81 mg, massaged and applied warm compresses to the affected area. The hcp stated that as the hylenex was being injected and the area was being massaged, the patient developed bruising(contusion) and erythema(erythema) to the inner canthus of left eye extending to left nasojugal fold. As treatment for the erythema and bruising, the hcp injected 10 units hylenex to that area. The nodule to left cheek was resolving but was still there, erythema and bruising to the inner canthus of the left eye were still there. As per follow up information received on 02-sep-2020, the patient was seen in the office on (B)(6) 2020 and the events were resolved. The patient was doing well. Hcp observed a red line (erythema) on the patient skin in the injection site while injecting 240 units of hylenex and hcp wanted to know if this was a normal response. The area of redness resolved on follow up. Outcome at the time of the report: possible occlusion was recovered/resolved. White blanched area was recovered/resolved. Bruise was recovered/resolved. Dusky color was recovered/resolved. Nodule was recovered/resolved. Erythema was recovered/resolved. Bruising was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 02-sep-2020 from the same reporter: outcome of events (implant site nodule, erythema and bruising) were updated.